Event description:
Additional information later reported the hcp had to delay surgery due to copd and acute sinusitis.

Event description:
It was reported that a catheter revision was planned for (B)(6) 2013. It was unknown at the time of the report why revision was being done. The patient was sick so rescheduling for a future unknown date. The patient status at the time of the report was noted as alive no injury. Additional information later reported the revision had not yet been rescheduled. Additional information has been requested, but had not been received as of the date of this report

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that a revision was done on (B)(6) 2014 to replace the spinal segment of the catheter to move the catheter higher as the patient was reporting increased pain; the patient had less than 50% therapy relief. After the incision was made, it was evident that the catheter had sheared off; it had a break at the spinal entry. The time frame was unknown, but it did not appear to have happened during the case. A new distal segment was added to the existing proximal section of the catheter. The patient status was reported as "alive-no injury".the pump was delivering morphine. Additional information was received and it was reported that the pump was delivering clonidine and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(4) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient.